Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic, thoracoscopic pulmonary resection procedure. The procedure was completed with the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", had cracks in the light guide lens. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide lens was damaged, the outer tube was slightly bent, the outer tube had dents, and the cable unit was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.